Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01605. This report is being submitted as additional information describe event or problem: correction. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 6 months. Evaluation: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported patient¿s expiration could not conclusively be determined. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered a stroke. A head CT scan was performed due to slow neurological recovery after ventilation. The scan showed new areas of infarction in the brainstem, anterior and posterior circulations that could be related to embolic stroke along with scattered hemorrhage pronounced in the left anterior frontal and mesial temporal lobe. Intravenous heparin was stopped and the patient was only on aspirin. The patient subsequently expired on (B)(6) 2018. The patient¿s family refused an autopsy therefore the pump was not returned for evaluation.